Event description:
It was reported that this pacemaker oversensed t waves during an atrial fibrillation (af) episode. Technical services (ts) was consulted and offered reprogramming options. The patient will continue to be monitored. No adverse patient effects were reported.